Event description:
As reported from a comment on a social media page, an operator commented that an elderly patient had an edwards lifesciences tavr placed approximately 8 years ago. The patient had developed stenosis and insufficiency and was not a candidate for valve in valve due to coronary disease. An aortic valve replacement (avr)/surgical aortic valve replacement (savr) was performed. A 25 inspiris resilia valve was implanted and patched the patient's aorta. The patients tavr valve had progressive calcification and insufficiency. At this time there is no further details known of this event.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. Imagery was provided and the following observations were made; the valve appears to be a sapien 3 valve as it was recognized by the commissure tab design, pannus formation on the leaflets, calcification on the leaflets and frame. The exact valve implant date is unknown; however, it was stated that the valve was implanted 8 years ago. The corresponding IFU as of january 2014 was reviewed for relevant information on valve implant in aortic position. Since the delivery system was unknown, IFU related to transfemoral approach using commander delivery system was reviewed. Based on this review, no IFU training deficiencies were identified. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for calcification was confirmed based on imagery review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.